Manufacturer narrative:
Device evaluated by MFR. Synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and distal stent damage. The most proximal stent strut rows was damaged and flared outwards. The two most distal stent rows were damaged and flared outwards. The od (outer diameter) of the undamaged mid-section of the crimped stent was measured and is within max crimped stent profile measurement. The flaring of both end of the stent or ¿dog-boning¿ of the stent suggested some positive pressure may have been applied to the device. The balloon was reviewed and no damage was noted. The balloon folds were present. The balloon was inflated using inflation device. Balloon was inflated to rated burst pressure and deflated in 10 seconds, this is within the deflation time specification. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID # (B)(4) / tw# (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20mm synergy¿ drug-eluting stent, when the stylet was removed, it was noted that the stent struts were compromised extending outwards and the balloon had bubbling look. The device was not used inside the patient and the procedure was completed with another 3.00 x 20mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20mm synergy drug-eluting stent, when the stylet was removed, it was noted that the stent struts were compromised extending outwards and the balloon had bubbling look. The device was not used inside the patient and the procedure was completed with another 3.00 x 20mm non-bsc stent. No patient complications were reported.